Manufacturer narrative:
(B)(4). Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of other (bag ruptured and shorted out the hc).evaluation summary: the device failed the homechoice return instrument test/evaluation (rite) functional testing for a timeout which occurred during the record start test which is not related to the reported issue. The rite electrical safety analyzer testing passed specifications. The home patient (hp) had the bag rupture and solution went into the power cord socket. This shorted out cycler. The reported issue was not confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center to report a short out on the home choice (hc) machine. The home patient (hp) had the bag rupture and solution went into the power cord socket. This shorted out the cycler. The baxter technical service representative (tsr) swapped the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.